Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The log file captured low power hazard events on 14feb2025. This was caused by power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu alternating current (ac) power cord coming loose at the ac wall outlet or house power disruption. There was no interruption in pump support during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via log file analysis. Review of the log files revealed on (B)(6) 2025 at 18:24:31, while connected to the mpu, power cable disconnect and low power hazard alarms activated due to a loss of alternating current (ac) power. The loss of ac power did not persist long enough for no external power alarms to trigger. The alarms resolved by 18:24:35, once power was restored to the mpu. Pump operation was not affected. The heartmate mobile power unit (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 IFU section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.